Event description:
It was reported that the customer experienced low blood glucose events over the past three days, with the lowest levels being between 40-50 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.